Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.

Manufacturer narrative:
Congenital anomaly/ birth defects- removed.